Event description:
Stryker sustainability solutions harmonic ace shears was repeatedly causing the generator message "relax pressure on blade" to appear. When this warning was unable to be resolved, a "like" device was then utilized without issue. Diagnosis or reason for use: laparoscopic myomectomy.